Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. One pair of the grip cables was loose, but not visibly broken at the wrist. One grip input spun freely without corresponding output motion at the distal end, suggesting failure at the backend. The housing was removed and found one grip cable broken near the back idler pulleys. The instrument grip cable was broken at the proximal end. The clamping pulleys exhibited white residue around cable grooves. Additional observations by failure analysis also found the following: the instrument conductor wire was dislodged from the yaw pulley. The conductor wire was not damaged and the instrument passed electrical continuity. The distal end of the main tube had various scratch marks with light material removed. The scratches were .038- .252 in length and not aligned with the tube axis. The damage was located approximately 1.74 from the distal end. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches with light material removed if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a prostatectomy procedure, the cable on the precise bipolar forceps instrument was either broken or loose. Upon following up to get clarification it was confirmed that the cable was loose on the instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.